Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. Some service work was performed on the generator and its footswitch, but it was unrelated to the reported issue. In conclusion, no equipment problem was found that would have caused or contributed to the event. No conclusive determination could be made as to the cause of the situation. However, if the electrosurgical work was done in a thin walled area of the bowel, the remaining wall may not have been sufficient to stay intact. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu/generator) was involved in a patient incident. There was a perforation of the bowel. No further information was provided. Note: the esu was distributed by our parent company (erbe electromedizin (B)(4)) to a (B)(6) hospital.